Event description:
The lead was attempted on (B)(6) 2011. Lead fell out while hooking up the device. The procedure took place at (B)(6) hospital, (B)(6) . The physician was dr. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).